Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
It was reported in an article from the journal of vascular surgery titled " remote iliac artery endarterectomy with selective stent use at the proximal dissection zone in transatlantic inter-society consensus c and d lesions " that remote iliac artery endarterectomy (riae) without stenting of the transection zone (group 1) was compared with riae with stenting of the transection zone (group 2). The 30-day mortality (perioperative mortality) rate showed that two patients died due to myocardial infarction and one patient died due to pneumonia.

Manufacturer narrative:
H10: manufacturing review: the lot number was not reported, therefore a manufacturing record review could not be performed. Investigation summary: the clinical article does not contain any x-ray images. Therefore, the integrity of the stent or any alleged relation of the device to the mortality rate could not evaluated. Based on the information available the investigation is inconclusive for reported issue. A definite root cause for the reported event could not be determined labeling review: in reviewing the labeling supplied with this product, it was found that the instruction for use addresses potential clinically significant events. The instruction for use states that death related to procedure or unrelated to procedure are potential complications associated with the use of peripheral stents. Christian uhl, thomas betz, karin pfister, ingolf töpel and markus steinbauer (2018). Remote iliac artery endarterectomy with selective stent use at the proximal dissection zone in transatlantic inter-society consensus c and d lesions. J vasc surg, 69(4):1143-1149. Doi: 10.1016/j.jvs.2018.07.067. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article from the journal of vascular surgery titled " remote iliac artery endarterectomy with selective stent use at the proximal dissection zone in transatlantic inter-society consensus c and d lesions " that remote iliac artery endarterectomy (riae) without stenting of the transection zone (group 1) was compared with riae with stenting of the transection zone (group 2). The 30-day mortality (perioperative mortality) rate showed that two patients died due to myocardial infarction and one patient died due to pneumonia.